Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while being applied at the anastomosis, the stapler only partially fired although the anvil can be tilted after firing. The patient had incurred a torn esophagus and the patient was under anesthesia for more than 8 hours. Incision was also extended for more than 1 inch. Hand-on suturing was done to prevent permanent impairment of patient function and to complete the case. The patient incurred injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while being applied at the anastomosis, the stapler only partially fired although the anvil can be tilted after firing. The patient had incurred a torn esophagus and the patient was under anesthesia for more than 8 hours. Incision was also extended for more than 1 inch. Hand-on suturing was done to prevent permanent impairment of patient function and to complete the case. According to the surgeon, mishandling of the stapler was the reason for the problem occurred during surgery. The patient was alive with injury.